Manufacturer narrative:
One 10 cm, nitinol reusable rf thermocouple electrode was received for evaluation. The reported hub fracture was confirmed. The device functioned as intended during a simulated lesion test. No functional anomalies were noted. The distal end of the hub was fractured and detached. The cause of the reported temperature issue remains unknown as it could not be confirmed. The device history record was not reviewed as the batch number was not available. The cause of the fractured hub is consistent with damage during use.

Event description:
During the procedure a cancellation occurred. Following patient preparation the selected probe was damaged, could not reach the expected temperature, and could not fit into the needle. A replacement was unavailable and the procedure was cancelled. The case was rescheduled and there were no adverse patient consequences.